Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient would continue to be monitored.